Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the hcp refilled the pump on (B)(6) 2019 and the patient was admitted to the hospital on that night. It was stated the patient could not move her arms. The doctor withdrew the medicine in the pump and got back 19 cc. The programmer showed the volume should have been 19.9 cc. The pump was then put on minimum rate. The pump was read the next day and no alarms or alerts were noted. The medication was withdrawn and the hcp got back 18 cc. The hcp believed the pump was overinfusing medicine and filled the pump with preservative free saline. There were no noted complications during the refill. The issue was not resolved and the patient's status was noted to be "alive - with injury". No surgical intervention was planned and none had occurred. No further issues were reported or anticipated.